Event description:
It was reported that after the catheter enters the artery, the middle of the catheter section is separated despite the main body and the catheter is not separated. Also reported that after puncture completed, inserted the catheter. Then in order to separate juncture hub with guide liner but it didn't work. Customer concluded into fail in this case. It is not easy to remove to when remove it and finally wire remain and only catheter is separated. The device was replaced with a new arterial line.

Manufacturer narrative:
(B)(4). The customer returned one ra assembly for analysis. Signs-of-use in the form of biological material was observed in the needle hub. The guide wire was advanced through the catheter/needle assembly. Additionally, the catheter was completely advanced off the needle cannula; however, it was still stuck over the guide wire coils. Visual analysis revealed that the guide wire was severely unraveled from the distal end. Microscopic examination confirmed that the distal weld had separated from the core wire but was still attached to the coils. It was also observed that the catheter body was severely bent and separated; however, the entire catheter body was still over the guide wire. Based on this observed damage and additional comments from the customer, it was determined that resistance between the catheter and the guide wire likely caused the separation. The needle also appeared to be slightly bent; however, as the customer makes no reference to this in the description. It was determined that this likely occurred due to the resistance experienced while attempting to deploy the catheter off the assembly. The guide wire from the orange handle to the distal end of the core wire measured 4 9/16", which is within the specification limits of 4 7/16"-4 11/16" per the guide wire graphic with handle the guide wire graphic. The guide wire outer diameter measured .383mm, which is within the specification limits of .381mm-.404mm per the guide wire graphic. The catheter outer diameter measured .0356", which is within the specification limits of .035"-.037" per the catheter extrusion graphic. The catheter inner diameter measured .027", which is within the specification limits of .027"-.029" per the catheter extrusion graphic. An attempt to further deploy the guide wire was performed. The guide wire appeared to be stuck inside the needle. This was likely due to the bend cannula and a build-up of dried biological material. The guide wire was also retracted through the cannula. Major resistance was observed; however, the guide wire was able to be dislodged from the assembly. Large amounts of dried biological material was observed exiting the cannula. Important note: while performing functional testing, the guide wire coils became separated. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed". The IFU also states, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report that the guide wire was unraveled was confirmed through complaint investigation. Visual analysis revealed that the guide wire was advanced completely through the needle/catheter assembly. Likewise, the catheter was advanced off the needle cannula but was still stuck over the guide wire coils. The catheter body also appeared to be damaged/separated; however, based on the customer description it was determined that the resistance between the guide wire and the catheter likely contributed to the separation and undue force likely caused the breakage. The catheter and guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the catheter enters the artery, the middle of the catheter section is separated despite the main body and the catheter is not separated. Also reported that after puncture completed, inserted the catheter. Then in order to separate juncture hub with guide liner but it didn't work. Customer concluded into fail in this case. It is not easy to remove to when remove it and finally wire remain and only catheter is separated. The device was replaced with a new arterial line.